Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported slda per the physician is due to a large gap. Image resolution poor was related to patient and procedural conditions as difficulties visualizing the clip was reported due to the patient anatomy. Tricuspid valve insufficiency/regurgitation appears to be related to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4+ and an enlarged atrium. It was noted that imaging was difficult. One clip (40726r1118) was successfully implanted. To further reduce tr, an additional clip (40726r1119) was inserted. While positioning the second clip, it was observed that the first clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). It was noted that the leaflets were unable to be grasped and captured. Therefore, the clip delivery system was removed and the procedure was discontinued. Tr remained at a grade of 4+. There were no adverse patient effects and no clinically significant delay in the procedure.